Event description:
PICC attempted without success upon withdrawal of PICC, cath-ends frayed. Stat ultrasound and cxr demonstrated possible small metalic object int the posterior lt arm-superficial subcutaneous tissues. Observation over the patient stay demonstrates no complications secondary to fb.

Manufacturer narrative:
A lot history review (lhr) of rex11322 showed no other similar product complaint)s) from this lot number. The device has not been returned to the manufacturer at this time for evaluation.